Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarms no delivery 2 to 3 times a week. The customer also reported that the insulin pump would not deliver bolus when pressing the act button. Blood glucose value was 17 mmol/l. The customer changes the infusion set when getting the alarms and stated that had not had bent cannulas, no skin problems and had changed the type of infusion set, but issues persist. It was mentioned that the insulin pump has been dropped in the past. It was advised to use a different insertion site area, remove the battery for 2 hours, insert a new battery and call back if problems persist. The device will not be returned for analysis.